Manufacturer narrative:
Patient identifier = (B)(6). All available patient information was included. Additional patient details are not available. During a site visit, the field service representative (fsr) cleaned the arc, probe (list number 08c94-42) which resolved the issue. A review of the architect i2000sr, serial number (B)(4) service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results documented after the arc, probe was cleaned by the fsr. Return testing was not completed as returns were not available. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem, including troubleshooting of elevated and erratic sample results. A review of the architect i2000sr systems tracking and trending data revealed no systemic issues or trends associated with the discrepant results. A 12-month review of the arc, probe (list number 08c94-42) did not identify any trends. Based on the investigation no product deficiency was identified for either the architect i2000sr, sn (B)(4) or the arc, probe (list number 08c94-42).

Event description:
The customer reported false positive architect b-hcg results on one patient. The results provided were: on (B)(6) 2019 (B)(6) initial = 34.55miu/ml (</=25.00miu/ml = positive) / retest = 2.13miu/ml (</=5.00miu/ml = negative). There was no reported impact to patient management.